Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error and no audible sound coming from the speaker. The device was not in use on a patient.

Manufacturer narrative:
During investigation it was determined that parts from an older generation device. Customer was sent a device replacement.